Manufacturer narrative:
A ge representative evaluated the system and performed a motion calibration of the system. System operates as intended.

Event description:
Customer reported, the system displays a motion error and has to be rebooted to clear it. No patient injury was reported.